Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer's blood glucose level was 450 mg/dl at the time of incident and current blood glucose is 400 mg/dl. Customer had symptoms like abdominal pain due to high blood glucose. Customer treated their high blood glucose with manual injection. Customer feel's ok to troubleshoot. It also stated that the insulin pump had no delivery alarm and insulin exited during prime. Customer will not return insulin pump for analysis.